Event description:
The customer reported that they received erroneous results for one patient sample tested for thyrotropin (tsh) and free thyroxine (ft4). The customer questioned whether not performing a liquid flow cleaning on the instrument could have an affect on results. The liquid flow cleaning was due to be performed the same day as the event. The sample initially resulted as 2.4 ng/dl for ft4 and 4.32 uiu/ml for tsh. The initial results were reported outside of the laboratory and the doctor called to question the results. The sample was repeated and resulted as 2.4 ng/dl for ft4 and 4.11 uiu/ml for tsh. The sample was sent to a reference laboratory where it was run on an abbott architect analyzer, resulting as 1.48 ng/dl for ft4 and 2.3 uiu/ml for tsh on (B)(6) 2014. The repeat results from the architect analyzer were believed to be correct. The patient was not adversely affected. The ft4 reagent lot number was 17782201 with an expiration date of 04/30/2015. The tsh reagent lot number was 18080901 with an expiration date of 06/30/2015. The field service representative could not determine a cause. He checked the operation of the analyzer and ran performance testing. The customer ran precision studies for ft4 and tsh; these results were accepted by the customer.

Manufacturer narrative:
A specific root cause could not be determined based on the provided information. The patient sample was requested for further investigation, but could not be provided. A general reagent issue could not be detected. Since the patient is taking a considerable amount of different drugs, an influence of these drugs on the immunological components of the assays cannot be excluded.

Manufacturer narrative:
The customer has confirmed that they have had no further issues.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.